Manufacturer narrative:
H.6. Investigation findings: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d12. H.6. Type of investigation b22 updated to b20: medical device remains implanted. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications may include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).

Manufacturer narrative:
As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional devices will be identified in this report: ¿ device name: gore® tag® conformable thoracic stent graft with active control system ¿ lot # 24371820 ¿ catalog # tgm343415j ¿ UDI # (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment for an unknown disease, but possibly an acute type b dissection rupture, using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices and a gore® dryseal flex introducer sheath. On unknown date, the patient developed a cerebral infarction. The physician stated that the progress of the dissection itself was good, but the patient developed the cerebral infarction.

Manufacturer narrative:
H.6.: code b22: results pending completion of investigation. H.6.: code c21: results pending completion of investigation. H.6.: d16: conclusion not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.